Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative. It was reported that the cause of the revision was due to a broken lead. Device removal or replacement surgery hasn't yet been scheduled. Issue has not yet been resolved.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va2pfhp, implanted: (B)(6) 2023 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 24-apr-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient needed an MRI, but when the doctor implanted another lead on 2023-oct-27 they left the other lead behind. X-ray confirmed there are 2 leads. On (B)(6) 2023 the patient inquired again about MRI guidelines due to an abandoned lead. Patient said their healthcare provider (hcp) told them that even though their lead was abandoned, that it is MRI compatible and the MRI facility told them that abandoned leads are not compatible for MRI. The manufacturing representative (rep) had been helping them since they got their revision. Reviewed MRI guidelines and labeling and redirected to hcp to see if hcp would remove abandoned lead. They have tried speaking with their hcp about the abandoned lead but hcp kept telling them that it is MRI compatible so patient no longer knows what to do. They need an MRI desperately because they have a pain pump (different manufacturer) that they need replaced asap. The rep was notified of the situation and they indicated that they spoke to the patient and gave them contact information for an hcp who would remove the abandoned lead so they can get an MRI.